Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. On (B)(6) 2010, the pt was admitted to the hospital because he had ventricular arrhythmias (fast vts). One arrhythmia episode (ventricular fibrillation) with a duration of 1 min 32s was recorded that day at 22:11 and did not trigger any therapy. Therefore, an external shock was delivered and reduced the arrhythmia. Later on, another vf episode occurred but this time it was adequately detected and treated by the ICD with an automatic shock. During the f/u visit, the technician observed that the svc coil continuity measurement curve had some points above 3000 ohm. Therefore, the shock configuration was reprogrammed to "rv to case", thus disabling the alleged malfunctioning high voltage path. The pt remains in the hospital until a recommendation is provided. Recommendations were provided on 16 sep 2010: normal operation was observed on the ICD concerning arrhythmia detection/therapy. Continuity issue at svc level (connection or lead issue), a re-intervention should be evaluated to check proper operation/connection of the lead.

Manufacturer narrative:
October 01, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.